Event description:
Information received indicates the foot end casters will not unlock when the brake is released.

Manufacturer narrative:
The technician found a nut and bolt missing near the hex rod which did not allow the foot end casters to release. The technician replaced the hardware to repair the stretcher.